Event description:
It was reported by a patient that she is experiencing pain and hurting in the left groin, a pinching feeling and left ankle swelling after a starclose clip was implanted in the left femoral artery on (B)(6) 2011, after she had a procedure performed to treat uterine fibroids. The treatment injects inert particles into the vessels, blocking blood supply to the fibroid. Reportedly, there is one large fibroid described as large as the palm as her hand down by the groin. The patient reportedly had gone to the emergency room on (B)(6) 2012, because of her left ankle swelling; however, no treatment was stated. The patient was referred to an orthopedic doctor. The patient believes that the starclose clip has caused circulation issues. Although requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device did not return for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record and similar complaints could not be conducted because the lot number was not provided. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.